Event description:
The customer reported being hospitalized due to cardiac arrest and high blood glucose of over 400mg/dl. The customer stated that while playing tennis, his blood glucose did not drop. The customer did have a battery cap to turn on the insulin pump and troubleshooting could not be performed at the time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.